Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. Reportedly the sound settings were set correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/10/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged vibration issue was not duplicated. Using the returned caps, the pump powered up to the verify screen with auditory and vibratory features. There was no intermittent issue with the vibration motor. No tactile issues were found with the buttons. Unrelated to the complaint, the display was found to be dim with a pinkish contrast. A battery compartment crack was found below the grip pad.